Manufacturer narrative:
The field service engineer (fse) observed there was evidence of dried isoton following the fluid leak from the white blood cell (wbc) bath area. The fse noted the pump tubing appeared to be worn and bath drain was slow. The fse replaced the pump tubing including fluid filters, vacuum isolator chamber (vic), probe wipe and the hemoglobin lamp to resolve the issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Chamber, probe wipe. (B)(4).

Event description:
The customer reported approximately one fourth cup of clear fluid leaked underneath the instrument and reproducibility test failed prior to calibration after several calibration attempts involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. There was no patient impact. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.